Event description:
A paratrend 7 fl sensor was connected and properly secured to a patient intravascular access device. The sensor was then connected to a pressure bag. Blood was seen to leak from the sensor advancement lock, back up onto the rear sensor tubing and into the "pdm" connector. No injury was reported; early detection of the blood leak resulted in only minor blood loss from the patient. The device was returned to the manufacturer for investigation.